Manufacturer narrative:
PMA/510k: this product is not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vicm5_13.2, -7.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. On (B)(6) 2022 the lens was exchanged for a same model, length and diopter lens and the problem resolved. It was reported that there was no patient injury. In the reporter opinion the cause of this even was user error. However, it was reported that the device failed to perform as intended. For cause details the reporter stated "the lens broke because doctor did not load the lens correctly."